Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type:l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 32.5 mmol/l (585 mg/dl) while wearing the pod between 5 and 24 hours. It was reported that the pod adhesive was not sticking well, causing the cannula to dislodge. When removed, the pod's cannula was found bent. The pod was removed before going to hospital. The patient's symptoms include confusion, vomiting, and headaches. The patient was treated with insulin. The patient was discharged on (B)(6) 2025. The patient was treated by (B)(6)). The pod has been discarded by the patient.